Event description:
It was reported the charger is unable to successfully communicate with the ipg. A replacement charger was sent to the patient to address the issue but was unsuccessful. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.